Event description:
Philips received a complaint on the v60 ventilator indicating that there were check vent: machine pressure sensor auto zero failed, check vent: o2 pressure sensor calibration data error, and check vent: oxygen device failed error codes. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) stated that the device had been set aside for an issue. The fse reviewed the device diagnostic report (drpt) which showed the check vent: machine pressure sensor auto zero failed, check vent: o2 pressure sensor calibration data error, and check vent: oxygen device failed error codes. The fse advised that these could require the replacement of the data acquisition (da) printed circuit board assembly (pcba) but attempted to replace the power management (pm) pcba first as a troubleshooting measure. The fse replaced the power management (pm) pcba, and it did not resolve. The old pm pcba was reinstalled and after receiving a quote for repair, the customer chose to leave the device unrepaired. The customer communicated that the device would not be repaired indefinitely. This concluded philips service of the device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.